Manufacturer narrative:
(B)(4). Device evaluated by MFR.: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that burr stuck in stent occurred. The 90% stenosed, 20mmx3.5mm target lesion was an area of instent restenosis (isr) located in the moderately tortuous and severely calcified left anterior descending artery. Ablation was performed three times with a 2.00mm rotalink¿ plus at 180,000 rpm for 10 to 20 seconds with rotational speed decreasing 1,000 rpm to 3,000 rpm. During ablation, the burr was not inserted to the spring tip of the rotawire. However, it was noted that the device was stuck inside the non-bsc stent and was easily removed from the stent by simply moving the device back and forth. After that, the rotational speed would not increase. The procedure was completed with a different device. No patient complications reported and patient condition was stable.